Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that it had been taking longer for the patient to charge their implantable neurostimulator (ins) the last three to four times they charged it. The patient stated that it took six hours to charge recently but also stated that the ins battery was low. Eight coupling bars were still being filled and this issue was discovered in (B)(6) 2019. In the end, the patient stated that he would just continue to monitor his recharger and if he did need a replacement, he would call back. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.